Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection was conducted and the device has a couple of kinks along its body, approximately at 235cm and 284cm from its proximal end. It also presents its distal tip kinked, stretched and broken. Dimensional inspection on the overall length and outer diameter (od) of the distal tip could not be performed because of the condition of the device (distal tip broken). Dimensional inspection of the od of the middle of the device and od of the proximal section were performed and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed last 22-jul-2018. It was reported that the device did not cross the lesion.. The target lesion was located in the left anterior descending artery (lad). A 330cm rotawire¿ was selected for use. During procedure, it was noted that the device was unable to cross the lesion due to calcific & angulated anatomy; and was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the distal tip was broken.